Event description:
Pt reported pt's glucoscan meter would not power on even after replacing battery. Pt was experiencing unknown symptoms at before incident. Pt had to go to hosp because of pt's symptoms and the meter problem. Attempts to contact pt for additional info unsuccessful.